Event description:
It was reported that during a lobectomy, the staple line did not form properly. The staple line was not complete and the staples that did deploy were not formed. They did a leak test and the pt leaked. They stapled over the area to correct.

Manufacturer narrative:
Info anticipated, but unavailable at this time.